Event description:
The manufacturer received information alleging a ventilator's lcd screen was damaged. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the ventilator's lcd screen was not able to be viewed. The device's lcd screen was replaced to address the issue.